Manufacturer narrative:
Evaluation: inspection of the returned catheter found that the catheter was damaged on the catheter tip. The catheter had a radial ruptured through the midsection of the balloon. The proximal winding and the midsection of the balloon were still attached to the catheter shaft, while the other midsection of the balloon, distal winding and the spring tip were not intact nor returned. It is unknown at what force the tip (spring) of catheter had broken off. None of the above lot remains in finished goods. Conclusion / corrective action: the cause of breakage of catheter tip (spring) failure could not be determined. The catheters are designed in such a way that the proximal winding slips or the balloon bursts under excessive force. This prevents the force from being applied to the catheter body and prevents it from breaking inside the pt. This also prevents excessive force from being applied to the vessel itself. Therefore, in order to break the catheter tip (spring), a considerable amount of force must be placed on the catheter. All catheters undergo a 100% visual inspection and leak test during production. In addition to this testing, an aql sample is taken from each shop order by qc, then visually inspected, leak and pull tested prior to sterilization. All catheters sampled must reach the minimum specification pull force prior to failure. No corrective action required at this time.

Event description:
"During surgery, the end of the catheter became detached. Debris could not be removed from pt."